Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Insulin pump received with normal operating currents. Pump passed the self-test. Insulin pump passed the unexpected restart error test. Pump passed off no power test. Insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked belt clip slot, missing reservoir tube o ring and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that bottom of the reservoir compartment had a small missing piece and reservoir continued to fall out of chamber. Customer does not know how damage occurred. Customer's blood glucose was between 120 mg/dl to 130 mg/dl. And stated that the night prior to call, blood glucose was 38 mg/dl. Customer was advised that insulin pump would need to be replaced.